Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was found to have no telemetry and no output at preliminary analysis. Device had no telemetry and no pacing output due to a high current drain condition which caused the battery to become completely depleted. The cause of the high current drain can be attributed to the current leakage in the battery filter capacitors.

Event description:
It was reported that the device was unable to be interrogated at time of change-out so it was not possible to communicate with the device prior to explant. The device was explanted and replaced. No patient complications were reported as a result of this event.